Event description:
A customer reported that the t:slim x2 pump battery would not charge, and a power source alert was noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer attempted various troubleshooting steps without success, using a different wall adapter and charging cable. Tandem customer technical support decided to replace the pump, informed the customer that a replacement with updated software would be sent, and provided instructions for returning the faulty pump. The customer did not have a backup insulin therapy plan available and would reach out to a healthcare professional for assistance.